Event description:
On (B)(6), 2006, this pt underwent treatment of a thoracic aortic aneurysm with four gore tag thoracic endoprostheses. Final imaging taken on (B)(6), 2006 showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6), 2007, a f/u computed tomography (CT) scan showed a proximal type I endoleak with the aneurysm measuring 44 mm. On (B)(6), 2008, a f/u CT scan showed persistence of the proximal type I endoleak with the aneurysm measuring 45 mm. On (B)(6), 2010, a f/u CT scan showed resolution of the proximal type I endoleak with the aneurysm measuring 47 mm. The pt recovered w/o treatment of the type I endoleak.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.